Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly. Pump received with moisture damage on motor, vibrator, keypad and battery tube assembly. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen and moisture damage. The patient's blood glucose level was unknown at the time of the call. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.